Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-20, additional information was received from the rep. The rep reported that a catheter revision occurred on (B)(6) 2018. The neurosurgeon attempted to aspirate the catheter after the pump pocket was opened. There was no cerebrospinal fluid (csf) return. The neurosurgeon proceeded to explore the pocket and cut the catheter, there was no csf return. They then went to open the spinal side and cut the catheter on the spinal side, there was still no csf return. At that point, they could not determine what the issue was and proceeded to replace the entire catheter with a new 8781. The new 8781 was implanted and the rest of the procedure went well. The pump was refilled with the expected residual volume being 5 ml with 5.1 ml expected according to the pump integration. The pump was connected to a new catheter and csf fluid was returned when the catheter access port (cap) was accessed before closing the pump pocket. They were unable to identify why they were not able to get csf return. The old catheter was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient called his hcp and stated that he was in intense pain. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No interventions/actions had yet been taken. A dye study was scheduled. The issue was not resolved at the time of the report and the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event. On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep). Additional information stated that the hcp attempted a dye study, but was unable to aspirate the catheter. The hcp was able to get the needle into the catheter access port (cap) without difficulty, but when they tried to aspirate, the hcp was only able to withdraw about 0.2 cc. The hcp tried to reinsert theneedle and tried to reposition the patient but no further fluid was able to be withdrawn. The hcp did not feel comfortable pushing dye through based on the amount that was aspirated. The hcp decided to refer the patient to the implanting neurosurgeon for further evaluation, possibility of a catheter revision.

Manufacturer narrative:
Continuation of d11: product ID 8781 serial# (B)(4) implanted: (B)(6) 2018 product type catheter. Product ID 8781 serial# (B)(4) implanted: (B)(6) 2018 product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 mpxr 579629 (rep/hcp): information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient called his hcp and stated that he was in intense pain. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No interventions/actions had yet been taken. A dye study was scheduled. The issue was not resolved at the time of the report and the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient¿s increased pain and the inability to aspirate the catheter during the dye study had not been determined. No further complications have been reported.